Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that less than one week post insertion of the patient¿s insertable cardiac monitor, the device was showing 5% remaining capacity. The device remains inserted and, but for the inaccurate capacity diagnostic, is functioning properly. The procedure was well-tolerated.